Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated conductor cable broke and visible wire were seen. The instrument is available for return.

Manufacturer narrative:
Annex code a was updated to a0414.

Event description:
Refer to h11 for follow-up information.